Event description:
On (B)(6) 2015 I had a medical device called essure implanted. Soon after the implant I began to bleed non-stop with pain, fatigue, depression, dental problems, weight gain. After 5 months of severe problems my dr performed a hysterectomy to get rid of the essure devices, but I still live everyday with some of these symptoms.